Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 0° e poly liner; cat#unknown ; lot#unknown; ceramic femoral head; cat#unknown ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised. Reason for revision or any intraoperative findings were reported to or observed by the rep. A shell, poly liner and ceramic head were revised.